Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No a52 alarm noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed software error during pump rewind. The customer's blood glucose reading was 324 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed a second time after the first alarm was cleared. Customer was advised to contact their doctor if necessary and treat their blood glucose. The customer was also advised that the device would be replaced.